Event description:
Healthcare professional reported a xen®45 gts "injector was sticking while advancing the stent and shot out; attempted to reload stent in sleeve but would not reload" during implantation in right eye. Device discarded. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.